Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. A sample of the capsule was sent for macroscopic analysis which found "giant cell inflammatory reaction to foreign material consistent with silicone". Capsulectomy was performed. The device has been explanted and replaced with another manufactures device.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ granuloma: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. A sample of the capsule was sent for macroscopic analysis which found "giant cell inflammatory reaction to foreign material consistent with silicone". Capsulectomy was performed. The device has been explanted and replaced with another manufactures device.